Event description:
Unsolicited: pt states that on saturday (B)(6) 2022 she had a "no disposable" pump alarm and mixed a new cassette and used her back up pump to resolve. She states that she tried resetting the pump and reattaching the cassette 3 times and it did not work. She did not try the active cassette on the back up pump. We do believe this is a cassette issue, not a pump issue. But have sent a back up pump for peace of mind for pt. Lot number of cassette unknown. Event is for cassette only. No other information known at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.